Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture, residue/debris on the product. Visual inspection found haptic torn, residue on lens. Correction: a1 - reported as (B)(4), correct to (B)(4); a3 - reported as female, correct to male; d6a - reported as (B)(6) 2020, correct to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.00/5.0/077 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - corrected to "the reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 lens of -8.00/5.00/77 (sphere/ cylinder/ axis) was implanted in the patient's left eye (os) (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020, for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown." D6a - corrected to (B)(6) 2020. D9 - d9 date in supplemental #1 MDR is incorrect. D9 date in the initial MDR is accurate. Claim# (B)(4).